Manufacturer narrative:
Customer has decided to return all of their chair cushions for credit. Cushions have not yet been returned for eval; follow-up report will be filed if necessary based upon investigation results.

Event description:
Customer alleges that on three different occasions, they had pts slip and fall out of their wheelchair with the chair cushions in use. No pt injury have been reported.